Manufacturer narrative:
(B)(4). Based on subsequent information that the steerable guide catheter (sgc) was not difficult to remove and there was no reported device problem with the sgc, the sgc would not be MDR reportable.

Event description:
Subsequent to the previously filed medwatch report, additional information was received: reportedly, it was difficult to evaluate good leaflet insertion. However, the mitral regurgitation (mr) reduction after grasping was very good and the physician decided to release the clip at that position. Following clip detachment, the detached clip was unable to completely enter the steerable guide catheter tip (sgc). The clip was blocked by the sgc tip. There was no issue removing the sgc.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The clip delivery system is filed under a separate medwatch report number.

Event description:
This report is being filed as the mitraclip was difficult to remove using the steerable guide catheter. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) grade 4 with posterior leaflet (p2) prolapse extending into the posterior leaflet (p3), and posterior leaflet calcification. The clip delivery system (cds) was advanced to the mitral valve and several leaflet grasping attempts were made. There was difficulty grasping due to medial leaflet prolapse. Although leaflet assessment was difficult due to visualization, the last grasping attempt was performed and clip was deployed on the anterior and posterior leaflets segment a3 and p3. After retracting the actuator knob and before removing the gripper line, anterior/posterior clip movement was observed on the leaflets. While removing the gripper line, the clip totally detached from both leaflets but remained on the gripper line in the left atrium. The physician surmised that possibly a little calcification on the edge of the posterior leaflet broke and detached the clip. The steerable guide catheter (sgc) sleeve was advanced to the detached clip in order to remove it; however, the clip was unable to enter the sgc. Therefore, the clip and sgc were removed as a single unit. There was no damage to the septum. Another clip was implanted medial to p2 and mr was reduced to grade 2. There was no adverse patient sequela. There was no additional information provided.